Event description:
Customer alleges errors with meter. Pt got a qc 2h reading on (B)(6) 2011 and assumed that this meant that her inr was too low to read, so she doubled her coumadin dose. Pt got the error again the next day and doubled her coumadin again. Pt checked her inr again on (B)(6) 2011 and had same error again at which point pt called in and reported uncontrolled bleeding. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.